Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, the forceps' jaws would not close properly during retrieval of the second tissue sample. Therefore, the device could not be pulled back through the scope. The device and scope were removed as a unit. Once outside the patient, the device was cut to facilitate removal of the device from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device was received cut. A visual examination of the returned device found that the clevis arms were bent. This type of failure occurs when excessive force is applied to the device due to anatomical or procedural factors. No functional testing was performed to the complaint device due to the condition it was received. Furthermore, the device riveting and welding was examined and found to be within manufacturing specifications. The condition of the returned incident device can interfere with jaw movement, which is consistent with the complaint. The most probable root cause is operational context due to an excessive force applied to the device, and due to anatomical or procedural factors in which the device performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and no anomaly was found.